Event description:
Report received of a tubing disconnection from the upper stopcock of the pressure monitoring kit. It was reported that the secure lock disconnected from the upper stopcock of the pressure monitoring kit and there was "fluid leakage." There were no reported adverse pt effects. Though requested, no additional info was provided.